Manufacturer narrative:
Updated: b5, h6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received indicating that the post-implant balloon aortic valvuloplasty (bav) was performed due to severe paravalvular leak (pvl).

Event description:
Additional information was received indicating that while the second valve was being prepared, the patient experienced ventricular f ibrillation with cardiac arrest. Cardiopulmonary resuscitation (CPR) was performed. The patient had an adequate response and sinus rhythm returned. Inotropic medication was administered. The second valve was not implanted.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10:  product ID l-evprop23-29 (lot: 0012122842); product type: 0195-heart valves. Product ID d-evprop23-29 (lot: 0012162427); product type: 0195-heart valves. Product ID d-evprop23-29 (lot: 0012162427); product type: 0195-heart valves. Product ID evproplus-26 (serial: (B)(6)); product type: 0195-heart valves. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve, the valve dislodged during post-dilation. A second valve was prepared but never implanted, as the patient began to decompensate. No medical intervention or prolonged hospitalization was required. No adverse patient effects were reported.